Manufacturer narrative:
According to available information, this lead was surgically abandoned. As there will be no return of product, our investigation is complete. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed high out of range impedance measurements. In addition, increased threshold measurements were reported. A revision procedure was performed. This lead was surgically abandoned and replaced. Post procedure, normal impedance measurements were obtained. No adverse patient effects were reported.